Event description:
The customer reported through the rep of the distributor during the preparation for use, while they were mixing the cement, it consolidate after only 1 minute. They used another bone cement available and completed successfully the surgical procedure. The involved product was discarded by the hospital. The other products will be returned.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report. The subject device is not cleared for sale in the united states, but a similar device is commercially available in the united states.